Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen® gts was implanted in unknown eye. Postoperatively, hcp found the "stent had split up and a small piece under the conjunctiva."